Event description:
Boston scientific received information that this left ventricular (lv) epicardial lead and pacemaker exhibited low out of range pacing impedance measurements of 200 ohms, high threshold measurements, loss of capture (loc) and pacing inhibition that resulted in asystole for greater than two seconds. The patient went into cardiac arrest and was externally rescued. An invasive procedure was performed. Testing of the lead on a pacing system analyzer (psa) also noted low pacing impedance measurements of 200 ohms. The lv lead was surgically abandoned and another previously abandoned epicardial lv lead was used. No additional adverse patient effects were reported. This pacemaker remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.